Manufacturer narrative:
Voluntary distributor narrative. The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The conmed representative reported on behalf of the facility that the sb957, specimen bag, broke during a gyn laparoscopic procedure on (B)(6) 2019. The break occurred at the end where the bag cinches closed. The procedure was completed using another of the same bag. There was a 10-minute delay, no patient injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.